Event description:
The customer reported that she was hospitalized with blood glucose levels over 400 mg/dl. Per the customer's healthcare professional, the hospitalization was due to antibiotics that the customer was taking due to an infection. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.